Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose level was 111 mg/dl. Reportedly, the customer used manual injections for insulin therapy.